Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's medical history included anovulation and kidney stones. Concurrent conditions included hypokalemia, anemia, ileus, flank pain, abdominal pain, left lower quadrant pain, pelvic bleeding, luteinizing unruptured follicle syndrome, emesis, knee pain, ovarian pain, pain in thigh, right lower quadrant pain, menometrorrhagia and chronic cervicitis. Concomitant products included acetylsalicylic acid (aspirin) since 2006, alprazolam (xanax) since 2010, cyclobenzaprine, duloxetine hydrochloride (cymbalta) from (B)(6) 2009 to (B)(6) 2009, escitalopram oxalate (lexapro) since (B)(6) 2009, hydrocodone, hydrocodone bitartrate;paracetamol (lortab), paracetamol (acetaminophen), piroxicam (paxil) since (bn)(6) 2009, progesterone, sertraline hydrochloride (zoloft) from (B)(6) 2009 to (B)(6) 2009 and tramadol. In 2005, the patient had essure inserted. In 2005, the patient experienced dental caries ("dental problems rotting teeth, breaking off, removal of teeth") and tooth fracture ("dental problems rotting teeth, breaking off, removal of teeth") and underwent tooth extraction ("dental problems rotting teeth, breaking off, removal of teeth"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems type: blurry vision and involuntary eye movements"), eye movement disorder ("vision/eye problems type: blurry vision and involuntary eye movements") and arthralgia ("joint pain"). In 2007, the patient experienced alopecia ("hair loss"). In 2008, the patient experienced acne ("hormonal changes describe: acne and facial hair") and hirsutism ("hormonal changes describe: acne and facial hair"). In 2009, the patient experienced depression ("psychological or psychiatric problems condition: severe depression"). In (B)(6) 2010, the patient experienced haemorrhagic cyst ("reproductive system disorder or condition type of disorder or condition: hemorrhagic cysts"). On an unknown date, the patient experienced fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), urinary incontinence ("bladder or urinary problems or changes incontinence"), pain in extremity ("I got constant cramps in my arms and hands"), coagulopathy ("hormone replacement therapy due to a clotting disorder"), spinal osteoarthritis ("degenerative disk disease and arthritis in my spine") and device dislocation ("device dislocation"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full) oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, fatigue, alopecia, acne, hirsutism, migraine and depression was resolving, the haemorrhagic cyst, dyspareunia, urinary tract infection, headache, nausea, vision blurred, eye movement disorder, urinary incontinence, dental caries, tooth fracture, tooth extraction, pain in extremity, coagulopathy, spinal osteoarthritis and device dislocation outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and arthralgia had resolved. The reporter considered acne, alopecia, arthralgia, coagulopathy, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, haemorrhagic cyst, headache, hirsutism, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, spinal osteoarthritis, tooth extraction, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: impression : essentially unremarkable CT of the abdomen. Impression : no obstructive uropathy or calcified ureterolith. Questionable 3. 0 cm "mass" within the left lower pelvis which may represent an opacified bowel or perhaps ovarian pathology. Follow up CT with and without IV and oral contrast may benefit.. Magnetic resonance imaging - on (B)(6) 2010: impression: there is moderate edema and contusive change along the anterior knee anterior to the patella. The patella is intact.there is mild edema along the lateral knee. Around the lateral collateral ligament anteriorly. There is a small joint effusion.. Ultrasound pelvis - on (B)(6) 2010: impression : a 3. 2 cm complex somewhat solid appearing left ovarian/adnexal mass. The findings may represent ovarian tumors (benign and malignant), endometrioma, hemorrhagic cysts and others. A 1. 4 cm left ovarian cyst. The uterus is nongravid with the endometrium measuring 1. 0 cm in thickness.. Ultrasound scan vagina - on 05-nov-2010: impression : a 4 . 6 cm right ovarian cyst. The left ovary has been surgically removed. X-ray limb - on 18-sep-2010: impression. No evidence of recent fracture or dislocation. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, vaginal bleeding, menorrhagia, depression, migraine,joint pain,hemorrhagic cysts. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event¿s : I got constant cramps in my arms and hands, hormone replacement therapy due to a clotting disorder, degenerative disk disease and arthritis in my spine were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included anovulation and kidney stones. Concurrent conditions included hypokalemia, anemia, ileus, flank pain, abdominal pain, left lower quadrant pain, pelvic bleeding, luteinizing unruptured follicle syndrome, emesis, knee pain, ovarian pain, pain in thigh, right lower quadrant pain, menometrorrhagia and chronic cervicitis. Concomitant products included acetylsalicylic acid (aspirin) since 2006, alprazolam (xanax) since 2010, cyclobenzaprine, duloxetine hydrochloride (cymbalta) from (B)(6) 2009, escitalopram oxalate (lexapro) since (B)(6) 2009, hydrocodone, hydrocodone bitartrate;paracetamol (lortab), paracetamol (acetaminophen), piroxicam (paxil) since (B)(6) 2009, progesterone, sertraline hydrochloride (zoloft) from (B)(6) 2009 and tramadol. In 2005, the patient had essure inserted. In 2005, the patient experienced dental caries ("dental problems rotting teeth, breaking off, removal of teeth") and tooth fracture ("dental problems rotting teeth, breaking off, removal of teeth") and underwent tooth extraction ("dental problems rotting teeth, breaking off, removal of teeth"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems type: blurry vision and involuntary eye movements"), eye movement disorder ("vision/eye problems type: blurry vision and involuntary eye movements") and arthralgia ("joint pain"). In 2007, the patient experienced alopecia ("hair loss"). In 2008, the patient experienced acne ("hormonal changes describe: acne and facial hair") and hirsutism ("hormonal changes describe: acne and facial hair"). In 2009, the patient experienced depression ("psychological or psychiatric problems condition: severe depression"). In (B)(6) 2010, the patient experienced haemorrhagic cyst ("reproductive system disorder or condition type of disorder or condition: hemorrhagic cysts"). On an unknown date, the patient experienced fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), urinary incontinence ("bladder or urinary problems or changes incontinence"), pain in extremity ("I got constant cramps in my arms and hands"), coagulopathy ("hormone replacement therapy due to a clotting disorder"), spinal osteoarthritis ("degenerative disk disease and arthritis in my spine") and device dislocation ("device dislocation"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full) oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, fatigue, alopecia, acne, hirsutism, migraine and depression was resolving, the haemorrhagic cyst, dyspareunia, urinary tract infection, headache, nausea, vision blurred, eye movement disorder, urinary incontinence, dental caries, tooth fracture, tooth extraction, pain in extremity, coagulopathy, spinal osteoarthritis and device dislocation outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and arthralgia had resolved. The reporter considered acne, alopecia, arthralgia, coagulopathy, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, haemorrhagic cyst, headache, hirsutism, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, spinal osteoarthritis, tooth extraction, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: impression : 1. Essentially unremarkable CT of the abdomen. Impression : 1. No obstructive uropathy or calcified ureterolith. 2. Questionable 3. 0 cm "mass" within the left lower pelvis which may represent an opacified bowel or perhaps ovarian pathology. Follow up CT with and without IV and oral contrast may benefit. Magnetic resonance imaging - on (B)(6) 2010: impression: there is moderate edema and contusive change along the anterior knee anterior to the patella. The patella is intact. There is mild edema along the lateral knee. Around the lateral collateral ligament anteriorly. There is a small joint effusion.. Ultrasound pelvis - on (B)(6) 2010: impression : 1. A 3. 2 cm complex somewhat solid appearing left ovarian/adnexal mass. The findings may represent ovarian tumors (benign and malignant), endometrioma, hemorrhagic cysts and others. 2. A 1. 4 cm left ovarian cyst. 3. The uterus is nongravid with the endometrium measuring 1. 0 cm in thickness.. Ultrasound scan vagina - on (B)(6) 2010: impression : 1. A 4 . 6 cm right ovarian cyst . 2. The left ovary has been surgically removed . X-ray limb - on (B)(6) 2010: impression : 1. No evidence of recent fracture or dislocation. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, vaginal bleeding, menorrhagia, depression, migraine,joint pain,hemorrhagic cysts. Most recent follow-up information incorporated above includes: on 17-jan-2020: social media received. Event¿s : I got constant cramps in my arms and hands, hormone replacement therapy due to a clotting disorder, degenerative disk disease and arthritis in my spine were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and haemorrhagic cyst ('reproductive system disorder or condition type of disorder or condition: hemorrhagic cysts') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included anovulation and kidney stones. Concurrent conditions included hypokalemia, anemia, ileus, flank pain, abdominal pain, left lower quadrant pain, pelvic bleeding, luteinizing unruptured follicle syndrome, emesis, knee pain, ovarian pain, pain in thigh, right lower quadrant pain, menometrorrhagia and cervicitis. Concomitant products included acetylsalicylic acid (aspirin) since 2006, alprazolam (xanax) since 2010, cyclobenzaprine, duloxetine hydrochloride (cymbalta) from (B)(6) 2009, escitalopram oxalate (lexapro) since (B)(6) 2009, hydrocodone, hydrocodone bitartrate;paracetamol (lortab), paracetamol (acetaminophen), piroxicam (paxil) since (B)(6) 2009, progesterone, sertraline hydrochloride (zoloft) from (B)(6) 2009 and tramadol. In 2005, the patient had essure inserted. In 2005, the patient experienced dental caries ("dental problems rotting teeth, breaking off, removal of teeth") and tooth fracture ("dental problems rotting teeth, breaking off, removal of teeth") and underwent tooth extraction ("dental problems rotting teeth, breaking off, removal of teeth"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems type: blurry vision and involuntary eye movements") and eye movement disorder ("vision/eye problems type: blurry vision and involuntary eye movements"). In 2007, the patient experienced alopecia ("hair loss"). In 2008, the patient experienced acne ("hormonal changes describe: acne and facial hair") and hirsutism ("hormonal changes describe: acne and facial hair"). In 2009, the patient experienced depression ("psychological or psychiatric problems condition: severe depression"). In (B)(6) 2010, the patient experienced haemorrhagic cyst (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain") and incontinence ("bladder or urinary problems or changes incontinence "). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full) oophorectomy (one side removal of ovary) and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, fatigue, alopecia, acne, hirsutism, migraine and depression was resolving, the haemorrhagic cyst, dyspareunia, urinary tract infection, headache, nausea, vision blurred, eye movement disorder, incontinence, dental caries, tooth fracture and tooth extraction outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and arthralgia had resolved. The reporter considered acne, alopecia, arthralgia, dental caries, depression, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, haemorrhagic cyst, headache, hirsutism, incontinence, menorrhagia, migraine, nausea, pelvic pain, tooth extraction, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: impression : essentially unremarkable CT of the abdomen. Impression : no obstructive uropathy or calcified ureterolith. Questionable 3. 0 cm "mass" within the left lower pelvis which may represent an opacified bowel or perhaps ovarian pathology. Follow up CT with and without IV and oral contrast may benefit. Nuclear magnetic resonance imaging - on (B)(6) 2010: impression: there is moderate edema and contusive change along the anterior knee anterior to the patella. The patella is intact. There is mild edema along the lateral knee. Around the lateral collateral ligament anteriorly. There is a small joint effusion. Ultrasound pelvis - on (B)(6) 2010: impression : a 3. 2 cm complex somewhat solid appearing left ovarian/adnexal mass. The findings may represent ovarian tumors (benign and malignant), endometrioma, hemorrhagic cysts and others. A 1. 4 cm left ovarian cyst. The uterus is nongravid with the endometrium measuring 1. 0 cm in thickness. Ultrasound scan vagina - on (B)(6) 2010: impression : a 4 . 6 cm right ovarian cyst . The left ovary has been surgically removed. X-ray limb - on (B)(6) 2010: impression : no evidence of recent fracture or dislocation. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, vaginal bleeding, menorrhagia, depression, migraine, joint pain, hemorrhagic cysts. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received: reporters were added. Patient's demographic was added. Case become valid since injury nos was replaced by new specified events; vaginal bleeding, menorrhagia, incontinence, dysmenorrhea, dyspareunia, fatigue, hair loss, acne, facial hair, urinary tract infection, migraines / headaches, nausea, pelvic pain, hemorrhagic cysts, blurry vision, involuntary eye movements, joint pain, dental problems rotting teeth, breaking off, removal of teeth, device monitoring procedure not performed. Concomitant drugs & conditions were added. Lab tests were added. Medical histories were added. Outcomes were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included anovulation and kidney stones. Concurrent conditions included hypokalemia, anemia, ileus, flank pain, abdominal pain, left lower quadrant pain, pelvic bleeding, luteinizing unruptured follicle syndrome, emesis, knee pain, ovarian pain, pain in thigh, right lower quadrant pain, menometrorrhagia and chronic cervicitis. Concomitant products included acetylsalicylic acid (aspirin) since 2006, alprazolam (xanax) since 2010, cyclobenzaprine, duloxetine hydrochloride (cymbalta) from (B)(6) 2009 to (B)(6) 2009, escitalopram oxalate (lexapro) since (B)(6) 2009, hydrocodone, hydrocodone bitartrate;paracetamol (lortab), paracetamol (acetaminophen), piroxicam (paxil) since (B)(6) 2009, progesterone, sertraline hydrochloride (zoloft) from (B)(6) 2009 to (B)(6) 2009 and tramadol. In 2005, the patient had essure inserted. In 2005, the patient experienced dental caries ("dental problems rotting teeth, breaking off, removal of teeth") and tooth fracture ("dental problems rotting teeth, breaking off, removal of teeth") and underwent tooth extraction ("dental problems rotting teeth, breaking off, removal of teeth"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems type: blurry vision and involuntary eye movements"), eye movement disorder ("vision/eye problems type: blurry vision and involuntary eye movements") and arthralgia ("joint pain"). In 2007, the patient experienced alopecia ("hair loss"). In 2008, the patient experienced acne ("hormonal changes describe: acne and facial hair") and hirsutism ("hormonal changes describe: acne and facial hair"). In 2009, the patient experienced depression ("psychological or psychiatric problems condition: severe depression"). In (B)(6) 2010, the patient experienced haemorrhagic cyst ("reproductive system disorder or condition type of disorder or condition: hemorrhagic cysts"). On an unknown date, the patient experienced fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), urinary incontinence ("bladder or urinary problems or changes incontinence"), muscle spasms ("I got constant cramps in my arms and hands"), coagulopathy ("hormone replacement therapy due to a clotting disorder"), spinal osteoarthritis ("degenerative disk disease and arthritis in my spine") and device dislocation ("device dislocation"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full) oophorectomy (one side removal of ovary)). Essure was removed on 4-jan-2011. At the time of the report, the pelvic pain, fatigue, alopecia, acne, hirsutism, migraine and depression was resolving, the haemorrhagic cyst, dyspareunia, urinary tract infection, headache, nausea, vision blurred, eye movement disorder, urinary incontinence, dental caries, tooth fracture, tooth extraction, muscle spasms, coagulopathy, spinal osteoarthritis and device dislocation outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and arthralgia had resolved. The reporter considered acne, alopecia, arthralgia, coagulopathy, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, haemorrhagic cyst, headache, hirsutism, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, spinal osteoarthritis, tooth extraction, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: impression : 1. Essentially unremarkable CT of the abdomen. Impression : 1. No obstructive uropathy or calcified ureterolith. 2. Questionable 3. 0 cm "mass" within the left lower pelvis which may represent an opacified bowel or perhaps ovarian pathology. Follow up CT with and without IV and oral contrast may benefit.. Magnetic resonance imaging - on (B)(6) 2010: impression: there is moderate edema and contusive change along the anterior knee anterior to the patella. The patella is intact.there is mild edema along the lateral knee. Around the lateral collateral ligament anteriorly. There is a small joint effusion.. Ultrasound pelvis - on (B)(6) 2010: impression : 1. A 3. 2 cm complex somewhat solid appearing left ovarian/adnexal mass. The findings may represent ovarian tumors (benign and malignant), endometrioma, hemorrhagic cysts and others. 2. A 1. 4 cm left ovarian cyst. 3. The uterus is nongravid with the endometrium measuring 1. 0 cm in thickness.. Ultrasound scan vagina - on (B)(6) 2010: impression : 1. A 4 . 6 cm right ovarian cyst . 2. The left ovary has been surgically removed . X-ray limb - on (B)(6) 2010: impression : 1. No evidence of recent fracture or dislocation. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, vaginal bleeding, menorrhagia, depression, migraine,joint pain,hemorrhagic cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.